Event description:
(B)(4) it was reported by the consumer's legal representative that the (B)(4) mechanical wheelchair left brake was not properly functioning, and allegedly the patient has fallen off the unit five times, resulting in bruises on unspecified body part. No medical attention was sought, and should we receive additional information, this file will be revised, and a supplemental report ill be submitted.

Manufacturer narrative:
(B)(4). Five reportable complaints were created because of different events dates were reported, and the file numbers are the following: (B)(4).